Manufacturer narrative:
Sample-related alarms were noted. The investigation determined the issue was consistent with a pre-analytical handling issue (gel on sample probe and sample-related alarms). The investigation did not identify a product problem.

Event description:
There was an allegation of questionable cobas integra creatinine plus ver.2 assay results for 1 patient sample on a cobas 6000 c501 module. The initial result was 0.71 mg/dl. The repeated results were 12.30 mg/dl and 12.55 mg/dl.

Manufacturer narrative:
The analyzer's serial number is (B)(6). It was noted the calibration and qc were within range. The field service representative found gel on the probe. He cleaned the probes. The investigation is ongoing.